Manufacturer narrative:
The following fields were updated due to additional information: g.5: PMA / 510(k)# k243207. Investigation summary: bd received one photo for investigation. The photo was reviewed and does not show the reported failure mode. Additionally, a total of 10 retained samples underwent visual inspection and functional tests for sleeve functionality. All samples passed the testing. All process and final inspections complied with specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred on seven (7) units as tubes were being changed out. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred on seven (7) units as tubes were being changed out. No adverse impact was reported regarding the patient or user.